Manufacturer narrative:
Other text: h3, h6: event methods, evaluation, and conclusion codes: updated. One device was received for investigation. During visual inspection no damage or anomalies were observed with the device. The reported issue was confirmed during functional testing when the device was powered up and activated a force sensor alarm. The issue was traced to the device force sensor, which was determined to be out of calibration. However no root cause could be identified for the observed condition. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The device force sensor was re-calibrated and passed all testing.

Manufacturer narrative:
Other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3: unknown.

Event description:
It was reported the device exhibited a force sensor error. Patient involvement is unknown.

Manufacturer narrative:
Other, other text: while performing a review of additional information provided by the customer, there was no patient involvement, given this new information a risk assessment was performed there was no patient death, serious injury, and no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. File is no longer considered reportable, please disregard any reports associated with it.